Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date, it has not been received for eval. If the unit is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that they were performing an rf ablation procedure. The pt was sedated and open. When they turned on the unit, they heard a noise and observed smoke coming out of the unit. They smelled something burning. They unplugged the unit and removed it from use. There was no damage to the pt, but they could not perform the procedure since there was no other generator available.